Manufacturer narrative:
Additional reporter phone no. (B)(6). The device was manufactured october 2, 2020 - october 3, 2020. Two actual devices were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water and a leak was observed at the spike port bonding area between the spike port tube and the spike port causing leakage of both samples. The reported condition was verified. The cause of the condition could not be determined, however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the spike port area. The leaks were discovered after the bags were compounded on the exactamix compounder prior to use on a patient. There was no patient involvement. No additional information is available.